Event description:
A healthcare professional reported an error message while using the adc device. As a result, a patient felt unwell and was provided insulin (dose/type unknown) by the healthcare professional for the treatment of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision h meter were reviewed, and the dhrs showed the freestyle precision h meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported an error message while using the adc device. As a result, a patient felt unwell and was provided insulin (dose/type unknown) by the healthcare professional for the treatment of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle optium neo h meter were reviewed, and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made.